Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. A recent CT scan identified that the bifurcated stent graft was found to have lost seal and a type ia endoleak was noted causing sac enlargement. The recent scan identified that the stent graft did not migrate; however, due to disease progression the stent graft lost the proximal seal. The physician implanted a 36x36x70 endurant cuff and sealed endoleak successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).